Event description:
It was reported that during attempted insertion of the iab through an introducer sheath, difficulty was encountered. The iab would not pass through the sheath. Because of this, the iab was removed and replaced. There were no associated pt complications.